Manufacturer narrative:
Insulin pump received with unresponsive button due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked case at display window corners, reservoir tube, reservoir tube lip, reservoir tube window, battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
"It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 113 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.